Event description:
Philips respironics has my remstar is notified not to use my respironic since (B)(6) 2021 (18 months ago). I submitted from my doctor's prescription to philips on (B)(6) 2022. Philip sent me a letter stated they will ship less than 30 days from receipt of my prescription. Nothing from philips. In 18 months since I was notified to stop using this device and only received 3 status from philips. I have been too pt with unable to use my CPAP 18 months and no/poor information from philips; 18 months is too long not using a necessary CPAP usage - this could lead to death. FDA safety report ID# (B)(4).